Event description:
It was reported that during the implant procedure the left ventricular lead exhibited loss of capture, the lead was not used and a new lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.